Event description:
No additional information.

Manufacturer narrative:
One mp1000c-0006 sample was received in opened packaging from lot 24026434 for investigation. No residual fluid was present and no connecting product was available to aid the investigation. The customer reported that "she noticed leaking from the nfc ( max plus clear needleless connector) when she flushed the lumen this evening". Additional information noted that this was during priming and no visible damage was observed. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample was then subjected to pressure testing in order to replicate the customer's experience; no leakage was observed from the maxplus component throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24026434 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000c-0006 product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus needleless connector had leakage. The following information was provided by the initial reporter: the nurse reported that she noticed leaking from the nfc (max plus clear needleless connector) when she flushed the lumen this evening. She changed the nfc, and replacement one was ok, not leaking, connected the infusion, no concerns. Additional information received from the customer: could you please confirm how the fault was identified? Nurse noticed leak when flushing lemen could you please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Before infusion could you please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? None reported could you please confirm what substance was being infused during the time of the event? Pn feed